Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly and the center button is broken and cracked. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump not in manufacture mode. Pump received with all buttons responding properly. No damage or moisture damage on keypad assembly and no unlocked printed circuit board keypad connector noted during visual inspection. Pump received with scratched case, cracked retainer, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and minor scratched lcd window.